Event description:
The customer reported that the insulin pump was not functioning. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The device had missing end cap sticker.